Manufacturer narrative:
The reported event that the lens is broken off was confirmed during visual inspection. It was observed that the large led lens was broken off. Scratching or damaging the lens in any way may contribute or cause malfunction. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during the service evaluation conducted at the manufacturer facility the lens was identified to have broken off. No patient involvement or procedural delays were associated with this event.

Event description:
It was reported that during the service evaluation conducted at the manufacturer facility the lens was identified to have broken off. No patient involvement or procedural delays were associated with this event.